Manufacturer narrative:
The system was used for treatment. A review of kit lot d107 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since no uvadex was administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were identified. However, a corrective and preventive action was initiated for complaint category, drive tube leak/break. A photo analysis was conducted for this case and for the other event reported by the same facility, as there was no differentiation between the photos provided (refer to medwatch #2523595-2015-00163). Review of the photographs confirmed the reported leaks but was unable to determine the root cause. No manufacturing defects were identified during the evaluation. Review of the device history record did not identify any related nonconformances. As such, no remedial actions were conducted. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Meddra codes: lt-device malfunction (B)(4). Device not returned.

Event description:
Customer reported at 300ml whole blood processed, an alarm #7: blood leak? (Centrifuge chamber) occurred and the drive tube broke. The treatment was aborted. The patient was reported to be stable; he received a treatment on another instrument. Customer described the drive tube as it was "splitted." The customer returned pictures for investigation. Five pictures were returned in total for this event and an event which occurred at the same facility on the same day with the same kit lot number. (Refer to medwatch #2523595-2015-00163.) However, it was not identified which pictures corresponded to which event.